Event description:
Blood glucose measured 345 mg/dl back to back with a result of 128 mg/dl performed within 10 minutes of each other. Reporter stated no actions were taken and not treatment was received as a result. A request was made for the return of the suspect product and replacement product was sent.